Event description:
During a transfemoral tavr procedure the 23mm sapien xt valve was implanted 90:10 aortic:ventricular causing moderate to severe paravalvular leak [pvl]. A second valve was implanted within the first valve, one full cell strut length lower. This reduced the pvl to mild-moderate and the physicians were satisfied with the result. The malposition was attributed to the valve being positioned canted across the annulus, multiple attempts were made to correct the position: wire movement, pusher advanced and catheter manipulation. In addition, calcification along the aortic mitral continuity did not allow for the valve to completely appose and seal the pvl. The patient¿s native annular and leaflet calcification was moderate. The aortic root and mitral annular calcification was severe. Coaxial alignment of the delivery system and the valve was poor. The image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture. This patient¿s ejection fraction was 65 percent.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient and procedural factors [severe aortic and mitral valve calcification, a preserved ejection fraction, poor coaxial alignment of the delivery system and the valve, and over correction of the valve position during valve deployment] appear to have contributed to the valve malposition and paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.